Event description:
The customer reported noise on the image when operating the up/down angulation of the scope. The image was reportedly still visible. The device was returned to an olympus service center for evaluation. During inspection and testing, noise was observed and no image was visible when operating the up/down angulation of the scope. This report is being submitted for the malfunction found during evaluation (no image during angulation). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, the noise observed and no visible image issue was found to be caused by a failure of the image sensor cable. In addition, service found that angulation was insufficient due to the angulation wires being stretched, the insertion section was damaged, the adhesive at the distal end was chipped, and the connector was damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 08-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed from the suggested event that the defect of image sensor unit or failure of internal board of video connector or the system caused the event. Olympus will continue to monitor field performance for this device.